Manufacturer narrative:
Ortho-clinical diagnostics (ocd) performed retain testing to confirm the reactivity of the kell antigen. Satisfactory results were observed. The returned patient sample was tested in gel and tube (liss/peg). No reactivity was observed with kell-positive cells.